Event description:
In a post op pt, foley leaking small amount of urine out of the "vent port". Work around was done and tegaderm wrapped around the port to prevent leaking because rn didn't want to replace foley since it was a difficult insertion. Icp recommended the rn disconnect and replace the drainage system (this foley was just shipped back to bard, but lot number not available as it was placed in the operating room the day before).